Event description:
A nurse at the neurologist's office reported that a vns patient had passed away. She did not know the date or any other details. The obituary was found for the patient which listed the date of death as (B)(6) 2011. Follow up with the patient's funeral home revealed that the devices were not explanted prior to burial, although the burial date was not provided. The representative at the funeral home indicated that an autopsy was not performed. Attempts for additional information from the patient's neurologist have been unsuccessful thus far.